Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this system exhibited intermittent oversensing on the atrial channel due to noise on the ventricular channel. Elevated threshold measurements were also noted on the right ventricular (rv) channel. A revision procedure was performed and the system was explanted and replaced. No additional adverse patient effects were reported.